Event description:
It was reported that during a left-sided ischemic ventricular tachycardia procedure in sinus using an sf catheter with a hansen sensei robotic system, the patient went into bradycardia, followed closely by hypotension. CPR was administered by staff, in addition to medication. Pacing from a quad in the right ventricle (rv), the sf catheter in the left ventricle (lv), and eventually sf in the right ventricle (rv) and then the right atrium (ra), had intermittent capture, followed by no capture. When compressions were held, ice imaging of the tricuspid and aortic valves showed no movement of the valves. The decision to call it came approximately 45 minutes after bradycardia. A code was called and despite the administration of life sustaining medications and measures, the patient expired. The physician¿s opinion regarding the causality of adverse event was possible procedure-related or unrelated to procedure or device. The patient had suffered a "massive ischemic event" 2.5 weeks earlier and had been hospitalized again 2 days earlier for a "flurry of ventricular tachycardia".

Manufacturer narrative:
The concomitant products: carto 3: serial# (B)(4). Stockert: serial# (B)(4). Cool flow pump: serial# (B)(4).